Manufacturer narrative:
System information was not provided. Service was not dispatched. No additional information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) to report receipt of an access substrate that leaked. The customer was exposed to the substrate; however medical treatment was not sought. No additional information was available.